Manufacturer narrative:
Testing of actual/suspected device: (10/213). A getinge field service engineer (fse) from the dealer reported that the cause of failure for k6, k6a, k7, k8 leak test (a1and a3) was the manifold drive. To resolved the issue, the fse replaced the drive manifold and leak test for k6, k6a, k7, k8 leak test were ok after replacement. In addition the dealer service engineer reported that heat engine test was ok. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during routine inspection, k6, k6a, k7, k8 leak test failed in the cs300 intra-aortic-balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period.